Event description:
It was reported that a spectrum pump falsely alarmed upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. If the device is returned, the evaluation will be completed and a supplemental will be submitted.